Event description:
It was reported that resistance was experienced multiple times when filling the cartridge with insulin. Customer successfully loaded existing cartridge with original syringe/needle. Customer¿s blood glucose (bg) was 541 mg/dl. A supply change was performed to address the bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.